Event description:
Drivers cocking lever will not catch. The patients breast had been pierced when they determined that the probe would not fire, no tissue had been removed at that time. The case was aborted, the patient was rescheduled and sent home under normal post biopsy instructions.